Manufacturer narrative:
Per tandem¿s user guide: ¿avoid exposure of your t:slim pump to temperatures below 40°f (5°c) or above 99°f (37°c), as insulin solutions can freeze at low temperatures or degrade at high temperatures.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the user resumed insulin prior to the report. There was no impact to the user¿s blood glucose level. Additionally, it was reported that multiple temperature alarms occurred as the pump was exposed to 28 degrees fahrenheit while the pump was outdoors.